Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was discarded by the customer therefore the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. Non conformance review was performed, no nonconformances were identified for this part number (231804), lot number (l630312) combination. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a medial patella femoral ligament reconstruction surgical procedure, it was observed that the 5x30mm milagro screw device broke in half. The sales rep stated they were attempting to fixate the graft when the screw broke. The sales rep stated that half of the screw was recovered by using a driver and the remaining half was left in the bone for fixation. The case was completed with half of the screw with no patient harm or delay. The removed half of the screw was discarded by the customer. The sales rep reported that additional screws were used but no additional bone hole had to be created. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.